Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that the screw on the retractor side had wobbles, and does not tighten.there were no patient symptoms reported. There were no further complications reported regarding the event.additional information received that device used for lumbar intervertebral disc herniation procedure.

Manufacturer narrative:
G2: country of origin is japan h3:during the acceptance inspection, it was observed that there was deformation of threads on the handle screw and there was holder failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.